Manufacturer narrative:
Technician found that the head up valve guide tube was stuck. Technician disassembled, cleaned and reassembled the valve guide tube to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the head section was not articulating.